Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula, or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm, and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached nearly 400 mg/dl while wearing the pod. When removed from the infusion site (back), the pod's cannula was found bent. Patient's mother also reported the presence of moderate ketones. As treatment, patient drank water and manual injections of insulin were delivered. This pod was discarded. The patient's blood glucose history is as follows: time bg(mg/dl); 11:10am; "high"; 210 ("lowest"); "almost 400 rest of the day" at 10:30pm. 355.